Event description:
It was reported that for the past year and a half, the device has been slowly migrating out of the implant bed, but the patient's performance until recently has been still strong. However, now patient performance has degraded significantly and testing showed that the device's performance is fluctuating. This was the first time that this information was reported to med-el. The patient's surgeon has decided to re-position the implant, but may decide during surgery to revise the patient to a sonata implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.